Manufacturer narrative:
Under european law and the (B)(6) data protection act 1998, pt info is considered confidential and will not be released by the hosp. The event date is unk. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Ref MDR 2112667-2013-00005. A ge healthcare service rep performed a checkout of the equipment and noted that the flow sensor diaphragm was stuck open. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the pt. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. In engineering eval, the stuck diaphragm has been able to be reproduced by a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. Ifa sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.

Event description:
The customer reported that, during a case, the delivered tidal volume was larger than the set tidal volume. The flow sensors were "broken". The customer replaced the flow sensors and the clinician continued the case. There were no reported injury to the pt.